Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.00/1.0/057 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Low vault was observed. Lens remains implanted. Reporter indicated on (B)(6) 2019, "the surgeon plans to remove and exchange lens in early (B)(6)." With a longer length lens. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
"After a follow up with the patient, the surgeon reported that the patient had good vault therefore the lens will not be exchanged." Should be added to the initial MDR. Claim#: (B)(4).